Event description:
Reference number (B)(4). Event occurred in qatar. It was reported that the patient experienced a high blood glucose event of 278 mg/dl on the first day after the insertion in the abdomen on (B)(6) 2026. The patient received treatment with a correction via the pump. The event lasted for three to four hours and subsequently resolved. The cause of the event was not known. No further information is available.